Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen became unresponsive along the top portion after the user noted several cracks across the screen, and the device could be unlocked but not reliably operated; the device component involved was the touchscreen and the problem corresponded to a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.